Manufacturer narrative:
Customer returned freestyle flash blood glucose monitor and test strips with lot number 0628324. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing.

Event description:
A customer's mother reported a complaint of high readings on their freestyle flash blood glucose monitor. The customer obtained a reading of hi (>500 mg/dl) and injected insulin accordingly. A further reading of 109 mg/dl was obtained 2 hrs later. The customer then went to sleep. The emergency doctor was called. The customer was treated with glucagon and then taken to the hospital with hypoglycemia. A reading of 399 mg/dl was obtained on the customer's meter while in the hospital compared to a reading of 67 mg/dl obtained on a one touch ii blood glucose meter. The customer's meter and test strips have been requested for investigation.